Event description:
Pt called in to report nes errors when testing alone for the first time on her meter. When she tried to apply the blood she missed the green light and blood flows to the outside of the circle. Obtained nes error, sample well was empty. Pt called back on (B)(6) 2011 for assistance with testing. She stated that her fingers were bruised from performing the fingersticks the previous day.

Manufacturer narrative:
The pt called back on (B)(6) 2011 for further assistance with testing. Technical service rep guided her through testing; still got nes errors. Technical service rep tried walking through another test with the pt on (B)(6) 2011. She still had a difficult time getting enough blood. She was unable to get a reading. She tried using cap tubes but was unable to fill it. She stated that she would try again with a friend helping her. Distributor is arranging to have another trainer come out to review the test. No strip lot info was provided by the customer; trend analysis is not possible w/o this info. This issue will be subject to tracking and trending. Per case comments, pt reported bruised fingers from performing fingerstick. Nes error occurred when there was not enough sample applied to the test strips to fill the test area and/or strip channel was blocked. Since product is not expected to return, no further investigation is possible. No corrective action required at this time as no product deficiency was established.